Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during "pre-implant inspection" the helix could not advance or retract by the maximum number of rotations. The lead was discarded and a new lead used for implant. No patient complications were noted as a result of this event.